Event description:
It was reported that the patient started having angina with mild activity 3 or 4 weeks after the 2.5x18 xience xpedition stent was implanted in the obtuse marginal coronary artery on (B)(6) 2014. Approximately four months after the stent procedure, on (B)(6) 2014, a 2.25x12 non-abbott stent was implanted in the restenosed obtuse marginal artery. Since the non-abbott stent, the patient's high blood pressure has gotten worse and medications have been changed. The chest pain has not returned since the 2.25x12 non-abbott stent was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated event date. There was no reported device malfunction and the product was not returned. Stenosis and angina are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.